Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin, prefilling the cartridge and failed to properly cycle the cartridge. Tandem clinical support educated the customer to always use room temperature insulin, fill cartridge at supply change, and properly cycle the cartridge before use. Reportedly, air bubbles were observed within the pump supplies. The customer resolved the issue by pushing the air bubbles out from infusion set by pressing the bolus option and resumed insulin delivery. There was no adverse impact to the customer's blood glucose level.